Event description:
The physician reported that after the first pass, the needle (ins-0382 always-on tip tracked 19ga anso histology needle) would not retract back into the sheath after retrieving the sample. The physician proceeded with a new 19ga needle to complete the case. The procedure was completed with no delay. There was no injury to a patient or user due to the reported issue.

Manufacturer narrative:
The subject device was not returned for evaluation. A root cause could not be determined. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.